Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of erratic results resulted in a hospital stay. No results were given, customer was not identified.